Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty multi-function signal cable.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not detect the attached electrode pads and paddles. Complaint indicated that there was no patient involvement in the reported malfunction.